Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). It was indicated the surgeon suspects lens rotation. Lens remains implanted.